Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: event date: unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a female patient underwent a hardware removal of a nail, endcap, 3 screws and 2 cables on (B)(6) 2016; due to slow healing/ non-union. The patient was revised with a 10 hole 4.5mm narrow locking compression plate (lcp) and 8 screws. There was no surgical delay reported, the patient outcome was good and surgery was successful. This report 3 of 7 for (B)(4).